Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential noise was observed on the rv sense amp channel after the implant procedure. The noise was reproducible when the patient inhaled deeply. Programming changes were made. There were no patient issues pre or post procedure.